Event description:
It was reported that the patient experienced low blood glucose levels on (B)(6) 2026. The event was treated with pop and candie.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 manufacturing site: 3003442380.